Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she had a meter to lab comparison done. The tests were venous, side by side, and the results were 155 vs 124 mg/dl. The reporter had no symptoms. She stated that she had never cleaned her meter, and did not have any control solution for testing.